Manufacturer narrative:
Return requested for spinous process tall clamp. Replacement device shipped to site 10/27/2015. On 11/04/2015 a medtronic representative, following-up at the site, indicate the washer was broken and teeth damaged. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, their tall spinous process clamp broke. The site was able to retrieve the washer and clamp. A second clamp was brought in an used to continue the procedure to completion. No further details regarding the damage, or how it occurred, were provided. Delay in therapy was less than one hour. There was no impact on patient outcome.